Manufacturer narrative:
H10: the fse replaced the gas delivery system (gds), v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device will not go in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the device will not stay in standby mode. The average air is reading -2.4. If zeroed, after installing software 3.20, it might solve the issues. The customer requested onsite service.